Event description:
We received an allegation of a discrepant high result for 1 patient sample tested for creatinine jaffe on a cobas c 111 analyzer. The initial result was 3.47 mg/dl. The repeat result was 0.67 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration and qc results were within the specified ranges. The instrument data did not indicate any product issues. The field service engineer (fse) performed a comprehensive technical evaluation of the analyzer. Functional testing was conducted on critical subsystems, including pipetting accuracy, thermal stability, probe washing efficiency, photometer performance, needle detection, and homogenization, with all components found to be operating within manufacturer specifications. To validate system performance, successful comprehensive mechanical checks and an assay precision check using qc were performed. The investigation did not identify a product problem. The cause of the event could not be determined.